Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. In addition, the user guide was reviewed and states as a warning before starting the treatment, ¿you must use aseptic technique as directed by your pd nurse to prevent infection¿. At this time the reported incident could be attributed to end user error in accordance to the complaint description. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
It was reported that a peritoneal dialysis (pd) patient was diagnosed with peritonitis. The patient was on the machine when the symptoms started. The patient had blood in the peritoneum. The patient reported draining into a 5 gallon bucket every night and seeing blood in it. Upon follow up, the patient¿s pd registered nurse reported this patient presented to the emergency department (ed) with symptoms of abdominal pain and cloudy peritoneal effluent fluid with small amounts of bright red blood. The patient was released from the ed without treatment and advised to reported to the outpatient clinic. The patient presented to the outpatient clinic where peritoneal effluent cultures taken on the same day presented with no growth and a white blood cell (wbc) count of 193/mm3. The patient was diagnosed with peritonitis due to lack of aseptic technique during ccpd therapy on the liberty select cycler at home. It was believed the bright red blood was due to the severity of infection and not attributed to any other serious injury. The patient was not hospitalized for this event and prescribed intraperitoneal (ip) vancomycin at 2000 mg every three days for two weeks and ip ceftazidime at 1000 mg every day for two weeks. It was confirmed the patient¿s peritonitis, and the associated symptoms were not due to a deficiency or malfunction of any fresenius product(s) or device(s). The patient continues ccpd therapy on the same liberty select cycler at home following this event.

Manufacturer narrative:
Clinical investigation: a temporal relationship exists between ccpd therapy utilizing the liberty cycler set and the adverse events of peritonitis, characterized by abdominal pain. It is well established pd patients are at high risk for infections of the peritoneum. The cause of the patient¿s peritonitis can be directly attributed to lack of aseptic technique during ccpd therapy as reported by a medical professional. Lack of aseptic technique is the leading source of transmission of peritonitis causing pathogens. Though laboratory results presented with no growth, the patient¿s symptoms and responsiveness to antibiotic therapy is evidence of a resolving peritoneal infection. Considering these findings, the liberty cycler set can be excluded as a source of this event. Based on the required information, there was no allegation or objective evidence any fresenius product(s) or device(s) deficiency or malfunction caused or contributed to this patient¿s adverse event. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient was diagnosed with peritonitis. The patient was on the machine when the symptoms started. The patient had blood in the peritoneum. The patient reported draining into a 5 gallon bucket every night and seeing blood in it. Upon follow up, the patient¿s pd registered nurse reported this patient presented to the emergency department (ed) with symptoms of abdominal pain and cloudy peritoneal effluent fluid with small amounts of bright red blood. The patient was released from the ed without treatment and advised to reported to the outpatient clinic. The patient presented to the outpatient clinic where peritoneal effluent cultures taken on the same day presented with no growth and a white blood cell (wbc) count of 193/mm3. The patient was diagnosed with peritonitis due to lack of aseptic technique during ccpd therapy on the liberty select cycler at home. It was believed the bright red blood was due to the severity of infection and not attributed to any other serious injury. The patient was not hospitalized for this event and prescribed intraperitoneal (ip) vancomycin at 2000 mg every three days for two weeks and ip ceftazidime at 1000 mg every day for two weeks. It was confirmed the patient¿s peritonitis, and the associated symptoms were not due to a deficiency or malfunction of any fresenius product(s) or device(s). The patient continues ccpd therapy on the same liberty select cycler at home following this event.